Event description:
Related manufacturer reference number: 2017865-2023-38064 new information received noted that the patient's pacemaker and right atrial (ra) lead exhibited noise oversensing. No programming changes made and the patient continued to be monitored. Patient was stable throughout.

Event description:
It was reported that the patient's pacemaker exhibited noise. No programming changes made. Patient status was unknown.